Manufacturer narrative:
The relevant retention test strips (lot 205139) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. The retention samples were acceptable. The retention material performed as specified.

Manufacturer narrative:
Na.

Event description:
The caller reported that the customer obtained a 6.2 inr, a 3.6 inr on a separate finger and a 3.0 inr (obtained from the same fingerstick as the 3.6 inr). The results were all done in less than 7 hours and they were done on the customer's coaguchek xs ( serial number (B)(4)). There were no changes made to the customer's medication. The patient is not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. There has been no changes in his diet. The customer's therapeutic range is 2.5-3.5 inr. The customer is okay. There was no adverse event. The suspect product was requested to be returned and replacement product was sent.

Manufacturer narrative:
The customer returned one vial of test strips, lot number 205139 (vial #(B)(4)), that contained 2 strips in it. The returned test strips were measured with a retention meter in comparison with the current master lot of coaguchek xs test strips (lot number 230734). Everything met specifications and there was no product problem found.